Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Sterilizing department reported to me that the mesher had a bent comb after being used in the burns theatre. Event occurred during surgery there was no surgical delay, no patient harm, and another device was used to complete the surgery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On july 2, 2018, it was reported that the mesher had a bent comb after being used in the burns theatre. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number:(B)(4), a 2:1 ratio cutter, serial number: (B)(4), and a 4:1 ratio cutter, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report of skin graft mesher device, serial number: (B)(4), for evaluation reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(4) two times as documented in the repair reports in livelink. The last repair was august 3, 2016 where it was reported that the cutters needed evaluation and the device was recalibrated. This is not a related issue. The device history record (DHR) of skin graft mesher device, serial number: (B)(4), for evaluation reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number: (B)(4) documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher device, 2:1 ratio cutter, serial number: (B)(4), for evaluation reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number: (B)(4) as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher device, 4:1 ratio cutter, serial number: (B)(4) for evaluation reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on july 17, 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The 1.5:1 ratio cutter, serial number: (B)(4), 2:1 ratio cutter, serial number: (B)(4), and 4:1 ratio cutter, serial number: (B)(4) all failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 17, 2018 which included replacement of the comb. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the device comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical, it was revealed that the device comb was bent. It is unknown with the information that was provided how the comb and roller were damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.